Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a corpectomy procedure. It was reported that the system was reporting that the door was open when it was closed. The site was able to clear the message by gently hugging the gantry doors together. There was no reported delay and no reported impact to patient outcome.